Event description:
The customer called to report multiple motor error alarms and a blood glucose of 524 mg/dl. Troubleshooting was performed, and the drive support cap was flush. The customer was given his out of warranty options, and agreed to receive a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip and cracked battery tube threads.